Event description:
It was reported that intermittent malfunction alarms occurred. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Bg level was addressed with a manual injection. During troubleshooting with technical support, the malfunction alarm was cleared. The customer continued to use the pump for insulin therapy and had alternate methods available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.